Manufacturer narrative:
Product ID 3708660, serial # (B)(4), implanted: (B)(6) 2013, product type extension; product ID 3708660, serial # (B)(4), implanted: (B)(6) 2013, product type extension; product ID 37754, serial # (B)(4), implanted: (B)(6) 2013, product type recharger; product ID 3389-40, lot # j0519177v, implanted: (B)(6) 2005, product type lead; product ID 3389-40, lot # j0519177v, implanted: (B)(6) 2005, product type lead; product ID 37642, serial # (B)(4), product type programmer, patient. (B)(4).

Event description:
It was reported that the healthcare provider (hcp) prophylactically removed a lead due to suspicion of an infection in the patient's head and neck due to the symptoms the patient was experiencing (patient believed it to be lead in right hemisphere that was removed). The symptoms experienced were not reported. However, the patient was unsure of which side was removed, but the current lead had zero voltage going to the other hemisphere (unconfirmed if device was off). No infection was confirmed. The surgery was reported as the patient's seventh and it was noted that the patient had to recharge every day. The patient requested a visit by a manufacturer representative to determine the long-term benefit of only using one lead; as the patient had to charge every day and wanted to evaluate if there was any benefit to only using one lead.

Event description:
Additional information received reported that the patient had a fractured lead, which was revealed through intraoperative testing on (B)(6) 2013. It was noted that there was never an infection and no lead was removed. It was noted that 2 extensions were replaced. The reporter noted that there was a return of symptoms. It was noted that the patient required hospitalization and the patient outcome was a non-serious injury. It was also noted that the patient could not tolerate another lead placement surgery and the patient would remain with one lead functional and the other not.

Manufacturer narrative:
(B)(4).